Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.

Event description:
The pt underwent a bilateral mastectomy on (B)(6) 2009 with bilateral breast reconstruction using veritas collagen matrix. The pt developed a seroma in the left breast which was treated either with drain placement or operative intervention according to the study protocol. She also developed an infection in the right breast that was not cultured but was treated with outpatient antibiotic therapy. The left breast reconstruction was a single stage reconstruction with a silicone implant. The right breast reconstruction was a two stage procedure. The pt had one drain placed in each breast in the axilla position for 15 days after the initial surgery and she received oral antibiotics both pre-operatively and post-operatively.